Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was able to be cleared and insulin delivery resumed. In addition, it was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.